Manufacturer narrative:
Pump received with normal operating currents no unexpected battery out limit alarm during testing noted. Pump received with intermittent button response and button error alarm due to corroded keypad traces. No unlock connector noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.(B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act button was not responding and as a result, was not able to clear the "battery out limit" alarm. Customer's blood glucose was 161 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.